Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, after 4 alerts, the patient didn't get any alerts. No additional patient or event information is available. Data was received but is not relevant to the product at fault. The reported event could not be confirmed. A root cause cannot be determined.